Manufacturer narrative:
A full evaluation could not be conducted because an autopsy was not performed and the pump was not returned to the manufacturer for evaluation. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 1 year and 9 months. The pump was not returned for evaluation as it was not explanted. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient's family had not heard from the patient throughout the day and they called ems to check on the patient. The patient was found on the floor unresponsive, and connected to the power module patient cable. It is suspected that the patient fell. It was reported that the details regarding the patient's death are limited. An autopsy was not performed. It was also reported that there were no device issues, and the pump had been operating as expected.